Event description:
Complainant alleged that during a routine preventative maintenance check the device did not give the appropriate "test ok" message when defibrillation self test was performed. The complainant indicated that there was no patient involvement in the reported failure.